Event description:
It was reported that during a device change out due to normal eri, externalized conductors were noted on the right ventricular lead. Patient was asymptomatic. The lead exhibited no electrical anomalies. The lead was capped and replaced.